Event description:
It was reported that with the patient¿s first pump ¿something went wrong¿ and the patient went through withdrawal. This had occurred in either 2000 or 2001. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l80788, implanted: (B)(6) 2000, product type catheter. (B)(4).